Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent noise and oversensing that resulted in pacing inhibition. The patient was pacemaker dependent and experienced symptoms of nausea, lightheadedness, fatigue and shortness of breath. It was noted that the patient underwent a valve replacement/repair procedure approximately three months ago and began experiencing the symptoms shortly after the procedure. Potential lead damage from the procedure was suspected. Device based testing noted all measurements were within normal limits. It was noted that the automatic capture (ac) feature was set to 5 volts. Ventricular threshold testing was performed and noted variable measurements between 0.8 and 1.4 volts. Reprogramming the lead configuration to unipolar and increasing sensitivity did not resolve the oversensing. The device was then reprogrammed from ddd 60 to door 70 and monitoring will be continued. No additional adverse patient effects were reported. This product remains in service.